Manufacturer narrative:
During follow up with the customer, the customer confirmed that the insulin was the cause for elevated bgs. The customer changed insulin, and bgs came down immediately. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned .

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated. The customer performed system check, and the pump was performing as intended. The customer changed out the insertion site and bgs tested at 355 mg/dl. The customer delivered a manual injection of 10 units, and 2 hours later bg levels continued to elevate and were at 405mg/dl. Tandem technical support discussed factors that may cause elevated bgs with the customer, and recommended that customer contact their healthcare provider.